Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined cabinets that are not communicating. A field service engineer cancelled the work order since the issue by the customer indicated that the problem was resolved. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system device not communicating. Customer stated that several cabinets that are not communicating and was able to pull the required medication from another station. There were no delay in patient care flow. There were no adverse events or injuries reported based on this event.